Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope showed error e231 (unit not recognizing footswitch) appears and had no image. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that due to damage on charge-coupled device unit, error b30 (scope communication) occurs, a circuit board failure was found, error e216 (scope communication error) was displayed, and image noise was noted. Additional evaluation findings were as follows: the bending section cover has a scratch, the adhesive on bending section cover has a chip, the video connector was deformed, and due to a dent on bending tube, bending angle in right direction exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the image sensor cable was buckled inside the light guide flexible light guide connector side. It is likely that the event occurred because the core wire was broken. It is likely that the cause of the buckling of the image sensor cable was excessive twisting, bending, or other stress that exceeded expectations. The inspection method for the event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows: "[inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.